Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A revision surgery was performed, during which the balloon was removed and replaced. No device issues and no additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4).